Event description:
The customer reported via letter that the screw driver broke into two pieces during use. The nurse reported that they did not hammer on the screw driver.

Manufacturer narrative:
Additional information has been requested. If additional information is received it will be provided on a supplemental report.